Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Customer experienced issues with their sensor, changed out their entire set and noticed they had a bent cannula. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer advised all buttons were responding properly and the keypad anomaly was a past even. Customer was advised to monitor the insulin pump, their high blood glucose and call back if issues persist.